Event description:
It was suspected that the patient was getting underdosed. The patient had withdrawal symptoms. The patient had the pump refilled on (B)(6) 2015. The reservoir on the date of this report was reading 30.5ml. At some point since the last refill the dose per day was increased from 575mcg to 675mcg. Based on the 674.8mcg/day, 2.35ml would have infused in 7 days. The pump eri (elective replacement indicator) was 18 months. The patient was taken to surgery on the date of this report. During the procedure, the patient¿s pump and the pump segment of the catheter was replaced because the connector at the pump was loose. The device system was delivering gablofen. The interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed sc connector coring-tears-cuts in seal.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).